Event description:
It was reported that during surgery, the graft was getting caught in the cutter and mesher. No harm was reported and a 16-30 extension in procedure was noted. There were no adverse events associated with the malfunction. Due diligence is in process and there is no additional information at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Associated mesher medwatch: 0001526350-2023-00070. (B)(6).

Event description:
No additional details regarding the event are available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h10. Device was not returned for evaluation. DHR was unable to be reviewed as sn was not provided. A definitive root cause cannot be determined. The event could not be confirmed as device was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 -2023-00070-1.